Manufacturer narrative:
Concomitant medical products: ddbb1d1, ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after receiving multiple shocks. Upon interrogation, it was determined a lead integrity alert (lia) triggered due high rate non-sustained episodes and increased sensing integrity counter (sic) on the right ventricular (rv) lead. Lead warnings were observed for high/undefined pacing impedance and oversensing with noise on the rv lead. Chronically low r-waves were noted. The lead was suspected to be fractured and the shocks were suspected to be inappropriate and the patient was being externally paced. Additionally, high thresholds and undersensing were observed on the right atrial (ra) lead. Both leads were capped and replaced. No further patient complications have been reported as a result of this event.